Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis on the daily trend tab found recommended replacement time (rrt) on (B)(4) 2016 with a cause of impedance. The implant to rrt months was unable to be determined due to software update on the device. Rrt was prior to explant. Daily battery voltage trend shows battery voltage of >2.85 volts. Daily battery impedance trend shows a gradual rise in average daily impedance.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The physician and patient decided to explant the device because no real decisive events had taken place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.